Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported an intermittent fault, system had a lockup but then cleared with reboot. The initial action was adjustment of power supply, the next thought was the x-ray control panel which was referenced as ordered but does not appear to have been installed. The fse then analyzed the error logs and concluded that the issue may have been due to a faulty hand or foot switch. The fse replaced both the foot and hand switches. The fse later reported that since the replacement of those parts the system is functional. The most likely root cause is therefore a hand or foot switch. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The control panel, hand switch and foot switch were also evaluated and replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.